Manufacturer narrative:
(B)(4)

Event description:
Pump telemetry confirmed a critical alarm due to a motor stall. The stall was intermittent. On (B)(6)2010, the pump stalled and then recovered on (B)(6)2010. Multiple stalls and recoveries happened on (B)(6)2010. Four days later, a motor stall occurred without recovery. The pump was unable to be filled to 18ml and the pt experienced withdrawals. The hcp programmed the pump to the minimum rate and then will replace the pt's pump. The medication being delivered via the device sys was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.